Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the e315 error was likely due to a damaged maj-1933 cable. The specific root cause could not be determined at this time as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus sales representative (rep) called in to olympus technical assistance center (tac) personnel on the customer's behalf. During the call, several trouble-shooting options were attempted to try and restore the image. Reportedly, the customer was not able to disconnect the cable, but found that wiggling the cable was causing the image to return. Tac informed that customer that a new/replacing maj-1933 cable would be needed. The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii video system center was presenting an unsupported scope error (e315) in between cases. There was no patient harm or consequence reported as a result of this event.